Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller in performing the reset, and confirmed that the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any issues arise again.